Event description:
Surgeon stated that the patella was displaced. Also, the tibia was malaligned resulting in pain for the patient. All components were removed and replaced.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device not returned.

Manufacturer narrative:
The patient is (B)(6). An event regarding misaligned components involving a triathlon baseplate was reported. The event was confirmed. Device history review indicated there have been no reported discrepancies for the referenced lot. There was one non conformance report referenced on the DHR which is unrelated to the reported event. Complaint history review indicated there have been no other events for the referenced lot. The exact cause of the event could not be determined because further information such as pre- and post-operative reports and follow-up notes are needed to complete the investigation for determining the root cause.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device not returned.

Event description:
Surgeon stated that the patella was displaced. Also, the tibia was malaligned resulting in pain for the patient. All components were removed and replaced.